Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the response buttons were non-functional. The cause for the failure was a metallic center dome on each response button being off center. The root cause for the center dome being off center could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor's response buttons were non-functional.